Event description:
During preparation for use, a brown substance from the handpiece leaked onto the floor. The source of the leak was located near the back part of the handpiece. There was no pt involvement. There was no delay to the procedure as back up equipment was readily available.

Manufacturer narrative:
The product was received for investigation and the alleged complaint was confirmed. Investigation results indicate a broken component. Maintenance was performed and the product was returned to the customer.